Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Method: the programmer files were reviewed. (B)(4). Conclusion: the device operated as specified. The displayed warning was triggered because of an incorrect management of lead impedance calculation. This behavior could recur during the next f/u. If the right ventricular lead impedance value would remain stable around 400 ohms. Since the individual measurements were stable and within the expected values, as well as recorded impedance curves, no further actions are needed for this pt. Normal check should be done (lead impedance, lead continuity, ...) Upon each f/u, as indicated in the implant manual.

Event description:
Reportedly, during routine f/u of the device involved in this report, a warning message about low impedance observed one day over the f/u period was displayed. The individual measurements as well as recorded impedance curves were stable and within the expected values. The physician requested an explanation and recommendations for his/her pt.